Event description:
It was reported that the pulsavac plus wound debridement system fan spray kit when the switch was put on, the device did not function as per expectation. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A review of the manufacturing records was performed for part number 00515047500, lot 61792131. This lot was manufactured and released into inventory on 06/01/2011. There were no non- conformances during manufacture that would be related to this complaint. All testing requirements were met. Evaluation of the device observed it did function when engaging the switch. However, when verifying the operation with fresh batteries, the device did not work. Inspection of the battery pack displayed corrosion on the batteries and the battery pack terminals. The carton the device was received in showed signs of dampness. Continuity of the gun and switch was normal. The battery pack was not at full charge, individual battery charges ranged. Various stages of corrosion were witnessed on the battery pack terminal and the battery ends. Several batteries displayed leakage. The device also failed to operate with all fresh batteries and the battery pack still displayed low voltage when tested due to the corrosion on the battery pack terminal. The customer's reported event was confirmed. The most likely cause for this event is the corrosion of the battery pack terminal due to the degradation of the batteries. The cause for the battery degradation is unknown undetermined.